Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the wake button was delayed in responding to touch. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 234 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.